Manufacturer narrative:
The complaint device has not been returned, therefore is unavailable for a physical evaluation. Multiple attempts have been made to get additional event information from the customer; however no further information has been received. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This file will remain receptive to any forthcoming information received in the future that is pertinent and germane to this complaint. UDI: (B)(4). The lot number is not available. Not returned by customer.

Event description:
After implanting the rigidfix, after ca. 3 month, the pins are broken. Our affiliate reported via email on 2-12-16 that no other information can be provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). See report for product information received. The lot number is not available.

Event description:
After implanting the rigidfix, after ca. 3 month, the pins are broken